Event description:
Customer alleged one of the rear tires was separating from the wheel. Warranty (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model v18pfr, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1148116 rev b (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that one of the rear tires is allegedly separating from the wheel. Consumer has been using product for approximately 3 months. This wheelchair is being utilized in a facility. Replacement part on warranty order (B)(4). No injury alleged.